Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unusual issue. It was noted that the subject meter continued to power on when they attempted to power it off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.